Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional called to report during injection of one syringe of juvéderm vollure¿ xc, the "needle popped off". Patient contact was made, but no injury to patient, staff, or injector occurred. The packaged needle was used.